Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced supraventricular tachycardia (svt) with rapid ventricular response (rvr), for which the ICD delivered inappropriate anti-tachycardia pacing (atp) and shocks. The patient condition persisted and caused the device to continue delivering inappropriate therapy. The therapy was exhausted and a follow-up was recommended by technical services (ts). The presenting electrogram (egm) and lead test show the system was operating as intended. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.